Event description:
A patient was receiving fluids and medications via peripherally inserted central catheter (PICC) line. The PICC line was noticed to be leaking from a break in the line. The PICC was removed. The patient was later positive for a central line-associated bloodstream infections (clabsi) with a potential cause being the broken PICC line.